Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 1/16/2020. Device evaluation: the reported lens was returned cut in two parts. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal¿ or ¿explant¿ process. There was no issue reported against the lens per information reported. No product deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed one (1) additional investigation request (ir), however the reported issue is not related to this reported complaint. The ir was not confirmed as manufacturing problem. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: exact date unknown/not provided. Best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was explanted from the patient¿s right eye due to myopia. The patient is not bothered by any dysphotopsia and loves her first eye surgery with a the symfony lens. But this eye turned out plano resulting in the patient being too myopic with -1.00 + 0.25 cylinder = 20/20. Therefore, the doctor decided to explant the iol to improve the distance vision. The explanted lens was replaced with the same model, but different diopter 19.0. Reportedly, the patient is doing well. No further information was provided.